Manufacturer narrative:
Review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Only the snare, catheter and introducer sheath were received. Microscopic examination of the introducer sheath did not reveal any remnants of the main coil. There was no pusher wire or main coil present; therefore, physical analysis cannot be performed. Information available indicated that no anomalies were noted with the coil during preparation, there were no issues with friction during coil advancement, and that the physician performed repositioning of the coil when the reported occurred. The directions for use (dfu) instruct to take care during coil repositioning. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Coil breakage during repositioning is an anticipated risk associated with the coiling procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during a stent assisted coil embolization procedure, the stent inadvertently deployed during advancement. The physician successfully snared the stent into the guide catheter without any complications. As the physician was retracting a fourth coil it broke (subject device). The proximal section of the coil was removed from the microcatheter. However, as the physician was removing the distal portion of the coil with a snare, two previously implanted coils protruded from the aneurysm. The physician removed the remaining portion of the coil along with the two protruding coils. The procedure was successfully completed and the patient woke up fine and is reported to be in good condition.

Event description:
It was reported that during a stent assisted coil embolization procedure, the stent inadvertently deployed during advancement. The physician successfully snared the stent into the guide catheter without any complications. As the physician was retracting a fourth coil it broke (subject device). The proximal section of the coil was removed from the microcatheter. However, as the physician was removing the distal portion of the coil with a snare, two previously implanted coils protruded from the aneurysm. The physician removed the remaining portion of the coil along with the two protruding coils. The procedure was successfully completed and the patient woke up fine and is reported to be in good condition.